Event description:
It was reported that the ilet screen became difficult to read and the device was inoperable, with only the unlock prompt visible, consistent with a display readability issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light¿related display problem in conjunction with a display readability issue traced to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.